Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibit noisy image during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to initial report. Correct field: g3 - date received by manufacturer. The correct date was 2/27/2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.